Manufacturer narrative:
Concomitant medical products: product ID: 3560022 lot# serial# unknown, product type: extension. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that on (B)(6) 2021, during the 1st step of sacral neuromodulation (snm), a lead (ref (B)(4)) was implanted and was connected to the external neuromodulator (ref (B)(4)) with a percutaneous temporary extension (ref (B)(4)). To ensure the connector did not migrate during the test period, the connector was made bigger as per medtronic instruction (= it is 1 of the 2 options recommended to avoid migration). On (B)(6) 2021, during the 2nd step of snm, the surgeon opened the pocket and the connector was no longer there, it had migrated. It was noted that the surgeon pulled on the lead so as to retrieve the connector.